Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported air bubbles in the reservoir that could not be resolved until changing reservoirs. The customer's reported blood glucose value was 230 mg/dl. The reservoir will be replaced. No further information was provided.